Manufacturer narrative:
On december 3, 2021, mentor received additional information indicating that the patient also suffered right breast pain after a mammogram and also had a mild edema on the left breast. In addition, during the explantation surgery on (B)(6) 2021, both implants were actually ruptured. The devices are not going to be returned for investigation. The ruptured implants were replaced with mentor gel implants. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant will be reported under mrn: 1645337-2021-14361.

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with a 300cc mentor memorygel breast implant on the right breast, suffered right breast implant rupture, post-procedure. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021.